Manufacturer narrative:
(B)(4). A technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the liquid crystal display (lcd) panel. The customer then reported that they checked the device and it passed all testing. No parts were replaced.

Event description:
It was reported that a ventilator lower display had lines across it. There was no patient involvement.